Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic. Upon review of the remote transmission from (B)(6) 2019, it was noted that non-sustained right ventricular oversensing episodes were note one the implantable cardioverter defibrillator. The episodes appeared to be a result of myopotential oversensing. The oversensing was reproduced with coughing. Programming changes were discussed.

Event description:
New information noted that the programming changes were made on (B)(6) 2019. Oversensing was not noted after the changes were made.